Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery, the reload did not fire correctly. Another device was used without further consequences. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.